Event description:
Related manufacturer reference number: 2017865-2024-00243related manufacturer reference number: 2017865-2024-00313it was reported that the patient's right ventricular (rv) lead exhibited high impedance and increased capture threshold. It was suspected that the rv lead had sustained a fracture. Noise resulting in noise reversions by the atrial lead and inappropriate magnet responses by the patient's implantable cardioverter defibrillator were also noted. No intervention was performed. The patient was stable.